Manufacturer narrative:
(B)(4): the meter and test strips passed all testing with no faults found. The error 4 issue could not be duplicated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.(B)(4).

Manufacturer narrative:
(B)(4):previous follow-up report indicated an evaluation result code=209 for the returned meter. Correct evaluation result code should be=637 with an evaluation conclusion code=72. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an error 4 message. Per the onetouch verio product manual this message prompts when there is a strip fill problem. The patient did not allege any harm or injury because of the reported issue. The patient originally called to report that she keeps getting the same blood glucose result. The customer care advocate (cca) documented that it appeared she was pressing the last result button on the meter numerous times which was giving her the last reading of "7.3 mmol/l".the cca educated the customer on what she was doing and went through training on how to test her blood glucose. When the patient was performing a retest during troubleshooting the subject meter allegedly prompted an error 4 message. The patient stated that she had tested 2-3 times but could not get a result. The cca advised the customer of the testing techniques and that enough blood must be drawn on the test strip to get a result. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 4 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.